Event description:
A hospital in (B)(6) reported that two mr290 autofeed humidification chambers cracked during use and water leaked from the chambers. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two complaint mr290v chambers, with lot number 110504, were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed that both chamber domes were cracked along the base of the dome, near the bracket. There was also a dent in both chamber bases, which appeared to be as a result of impact damage a lot check revealed three other complaints of this nature for lot number 110504. Conclusion: as the chambers showed signs of impact damage, it is most likely that the chambers cracked during use as a result of the stresses imposed on the dome from the impact damage. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." We are currently carrying out an in-depth investigation into the cause of the chamber cracking. Our investigations so far have indicated that the failures could be related firstly to chemical attack due to the use of harsh cleaning agents, and, secondly, damage occurring during transport and handling at the customer facility. (B)(4).